Manufacturer narrative:
Cts recommended to customer to disable the cts and run samples uncapped. Cts generated a service request for instrument. A bci field service engineer (fse) performed service on the instrument: fse stated the cap piercer was not draining. Removed a valve and cleaned debris; cap piercer drained correctly. Repair verified per established procedures.

Event description:
A customer contacted beckman coulter inc. (Bci) customer technical support (cts) in regards to modular chemistry (mc) sample probe errors and fluid leak. No injury or exposure was reported.